Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx352t) was blocked pre-implantation. No patient involvement. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Investigation: visual inspection: no abnormalities were determined. Permeabilty test: all components were permeable. Adjustabilty test: the progav 2.0 was adjustable to all pressure settings. Brake function: the brake is full in function. Conclusion: based on our investigation results, visible deposits in the sprung reservoir were determined. The deposits had no effect upon the specifications at the time of the examination. The shuntsystem operated within all specifications.

Event description:
It was reported that a progav 2.0 shunt system ((B)(6)) was blocked pre-implantation.no patient involment. The complained product was return to the manufacturer for investigation on 03/18/2026.